Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electronic assembly and motor home switch.

Event description:
The customer reported that the insulin pump was exposed to water. No further info was provided.